Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) a partial UDI is being reported because the lot number was not provided. The safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with small femoral arteries (less than 5 mm in diameter). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties and patient effect; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery (lcfa) was achieved using a proglide device with a 6fr sheath after a coronary interventional procedure. Reportedly, two days post procedure, a femoral angiogram was performed and showed the lcfa to be occluded. A contralateral angioplasty procedure was unsuccessfully performed in an attempt to open the artery. The patient was taken to surgery for a cut-down procedure to open and repair the artery. It appeared on the angiogram that the sutures stitched the back wall of the vessel causing the occlusion. After the surgical procedure was completed, the patient was reported to be doing fine. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.